Manufacturer narrative:
H3: analysis of the recharger (B)(6) found that the leds scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger was not turning on. The issue was identified when the recharger failed to activate. Troubleshooting steps included attempting to charge with a demo charger, and a demo charger was provided as an intervention. The issue was not resolved at the time of the report. No patient complications have been reported as a result of this event. T was reported that a reset was performed. The issue did not resolve. The cause of the event was undetermined.